Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the cannula was not visible after pod removal indicating that the cannula did not deploy during activation. The pod was worn on the hip/buttocks. Further details regarding the needle mechanism failure were not reported.